Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up in clinic. During interrogation of pacemaker, it was noted that the pacemaker was in backup vvi mode. Physician resolved the issue and restored the pacemaker back to normal function. There were no adverse consequences to the patient.